Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comments that the programmer would freeze up and the stylus pen was not working. It was indicated that a spot on the display overlay was causing the malfunctions. The computing platform was replaced and the hard drive was reimaged and reloaded with software. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would freeze up and the stylus pen was not working. It was also reported that the screen was not working. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed. This analysis found system error messages on the screen. Conclusion: operating system was corrupted.